Event description:
Customer reported obtaining blood glucose values in the 900's (mg/dl) once or twice while using the advantage system. The device's numeric reading range is 10-600 mg/dl; values> 600 mg/dl should display as "hi". No quality controls were run. No adverse event reported. A request was made for return of the suspect device and a replacement was sent.